Manufacturer narrative:
(B)(4). (B)(6).

Event description:
According to the reporter during a lap appendectomy, the stapler cut the bowel but did not staple. They attempted to control the bleeding at first. To fix the problem, they re-stapled the staple line. There was no tissue loss or damage. There was no blood loss of 500cc or more. Surgical time was delayed by 40 minutes. The device did not fire the full linear range and it did not partially fire. No reinforcement material was used.

Manufacturer narrative:
(B)(4). Post market vigilance (pmv) led an evaluation of one endo gia* ultra universal 12mm single use instrument and one endo gia* 45mm articulating medium/thick reload both opened by the account. This evaluation was based on a medical and technical review of all data received from the site, a pmv review of manufacturing records, a pmv review of complaint trends, engineering review of the product and an evaluation of the returned devices. The instrument was received engaged with the reload. The reload was unloaded from the instrument, and the instrument tested satisfactorily. Engineering evaluated the reload and determined the sled was not present within the device. The sled is an internal component assembled within the reload which is required for proper staple placement. Engineering evaluation determined that the root cause of the reported condition is an assembly error during the manufacturing process. A manufacturing action has been initiated to prevent this condition from recurring. Should new information become available, the file will be re-opened and the investigation summary amended as appropriate.